Event description:
It was reported a patient (b.m.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) noted a "tear" on the tubing of the patient's pd catheter (not a fresenius product). Follow-up with the patient's point of contact (poc) revealed the pd catheter was inadvertently cut with scissors while removing tape from the catheter after completing therapy. The patient went to the hospital, and the pd catheter was successfully replaced (specifics not provided). Per the poc, the events were unrelated to the patient's utilization of any fresenius device(s) and/or product(s). The patient has reportedly recovered from the events and continues to undergo ccpd therapy, utilizing the same liberty select cycler without issue. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).